Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump displayed an alert that said "all deliveries have been stopped" and the insulin gauge was inaccurate. Tandem technical support reviewed the pump logs and found that the cartridge was removed. However, the customer denied removing the cartridge. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was 174 mg/dl.